Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found a battery (voltage breakdown) defect, replaced. File clip (wire broken) defect, replaced. Lower side of housing broken, replaced. General check and test measurements without error.

Event description:
In this event it was reported that a raypex 6 apex locator gave incorrect measurements; there was no injury.